Manufacturer narrative:
The reported event could be confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows some radiolucence . Loosening could be confirmed. Pe seems attached with components, no sign of breakage or separation. The talar component shows radiolucence. There are large cysts and the bone status is poor. Loosening and migration can be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence of tibial components and subsidence of talar component. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening in the talar component. The physician is planning to revise both the tibial and talar components. The reason for the revision is implant loosening.